Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the linx device? It was reported that the implant date was (B)(6) 2018. Can you please provide the exact day of (B)(6) that this procedure took place? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and swallowing difficulties? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that the linx device was implanted in (B)(6) of 2018. The patient was having problems with dysphagia and had trouble swallowing and elected to have the device removed on (B)(6) 2019. The procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 08/14/2019. Additional information was requested, and the following was obtained: what is the lot number of the linx device? Na . It was reported that the implant date was (B)(6) 2018. Can you please provide the exact day of (B)(6) that this procedure took place? Na- patent came from another hospital system. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? Na. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Na. How severe was the dysphagia/odynophagia before intervention? Severe enough that dilation and steroid treatment did not work. Were there any intra-operative complications during implant? Na. Was there any hiatal or crural repair done at the same time as the implant? Na. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and swallowing difficulties? No. Was the device found in the correct position/geometry at the time of removal? Yes.